Event description:
During the leadless pacemaker (lp) system implant procedure, it was not possible to release the lp from the delivery catheter. The system was explanted and replaced to resolve the event. The patient was stable with no consequences.